Event description:
This unsolicited device case from united states was received on 09-jul-2014 from a physician. This case concerns a (B)(6) female patient who passed away while taking synvisc. No other medical history, past drugs, concurrent condition or concomitant medication was reported. On (B)(6) 2012, the patient initiated treatment with intra-articular synvisc injection (batch-lot number was not reported; expiration date: 15-apr-2014) at a dose of 2ml, every week for three weeks for osteoarthritis into bilateral knees .on an unknown date, treatment with synvisc was completed. On (B)(6) 2014, the patient died of an unknown cause. It was unknown if an autopsy was performed. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Pharmacovigilance comment: sanofi company comment dated 15-jul-2014: in this case the patient died due to an unknown cause after treatment with synvisc. Although the role of device cannot be excluded for the occurrence of event; however, lack of information regarding the patient's medical history and concomitant medications precludes a comprehensive assessment of the case.